Event description:
It was reported that the patient died. A 24 x 4.00 promus elite mr drug-eluting stent was advanced for treatment of the target lesion. However, during the procedure, the physician had difficulty crossing the lesion. The procedure was not completed due to this event and the patient died.

Manufacturer narrative:
E1 - (B)(6).